Manufacturer narrative:
On (B)(6) 2022, the distributor of infutronix confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "the pump tubing had a loose connection with the catheter connector which cause leaking while receiving therapy in his home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.